Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). (B)(6) was notified via email that the 10ml syringes were leaking around the rubber stopper when drawing up medications. Patients using heparin pumps experienced blood-filled syringes leaking from the rubber stopper. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).